Event description:
(B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home for disposal with information indicating the patient is deceased. The cause of death is reported to be respiratory arrest due to hypoxic encephalopathy, ventricular tachycardia and ischemic cardiomyopathy. The circumstances of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a cosmetic depression on the outer insulation. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed) and a cosmetic depression on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.